Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that although the cause was unknown, the physician suspected the cause of the event was that insulin did not flow because the remaining amount of insulin in the pump was much more than the planned amount. The customer reported that there was no problem with self-test. The physician suspected whether the reported pump was defective. The insulin pump will be returned for analysis.